Event description:
I upgraded my tandem x2 insulin pump on (B)(6) so that I could use the dexcom g7. I am a long time user of the g6. The first night I used the new software and the g7 I got repetitive low readings but when I physically tested my blood sugar it was 78. So that was the first thing. Then today I was hiking in the sun and it was around 80° or so and after the hike I noticed that my g7 was no longer stuck to my arm. It had actually worn itself off. I inserted it correctly on to clean dry skin and wiped it with an alcohol swab and used the over patch.